Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly, reservoir, and all three batteries. Data obtained from the device generated an 0x33 alarm, indicating the pod timed out while waiting for input from the user. Due to the extent of the corrosion, a leak test was performed. A tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path which would have resulted in insufficient drug delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the leg between 36 and 48 hours. A new pod was applied as treatment.